Event description:
It was reported that the patient had a second revision shortly after the initial revision in ¿2006 or 2007¿ in which the implantable neurostimulator was ¿lifted¿ again because it was still ¿banging¿ on her hip due to weight loss.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_unknown_lead serial# unknown, implanted: (B)(6) 2005, product type: lead. (B)(4).